Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
E1: (B)(6) h3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a spinal anesthesia performed, the spinal needle broke, and a piece was left in the patient. The anesthesia was then converted to a general anesthesia. Post procedure, a lumbar spine x-ray was taken, and the broken needle was identified in the patient. The neurosurgeon removed the broken piece of the needle from the patient.